Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a prostatectomy procedure, the instrument had the tissue pad detached. The tissue pad detached from the clamp arm and fell off. A piece fell into the patient and has been retrieved. It is unknown if the surgeon activate the device with the jaws closed, with no tissue between the jaws. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported. One device is being returned.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and half portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.